Event description:
Doctor originally reported devices are broken in the same spot. (B)(6) 2014, doctor reports the tips broke off of each scissor while cutting a retraction cord. He reported the tips fell back toward the throat and the patients were at risk of swallowing it. Tips were retrieved with no harm to the patients. Doctor has no recollection of exact event dates (roughly (B)(6)) or patient age/gender information. Patient #3 of 3.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.